Manufacturer narrative:
The investigation for the automated impella controller (aic) - battery failure (red alarm) has been completed. Data logs were reviewed and the reported battery failure issue was confirmed. There were numerous instances of transport connection blown/missing alarms observed in the logs from the reported occurrence date. It was noted that the issue occurred during the consoles first boot after preventive maintenance (pm) was performed by field service. The console was returned for evaluation. The reported battery failure alarm issue was unable to be reproduced. Results of running the batttest utility on this console revealed that the health of the batteries were normal. The reported battery failure issue was determined to be use related. It is likely that the aic was booted up while it was connected to alternating current power and the battery switch was disengaged since the issue occurred upon first boot of the console after routine pm was performed on it. The root cause of this issue was likely the failure to engage the battery transport switch before booting up the aic.

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) had a battery failure. The team attempted to leave the aic plugged in for extended amounts of time and to work through making changes to switch the battery and attempts were unsuccessful.